Event description:
Patient had a serious adverse reaction to compliant wear and use of aquasoft daily disposable contact lenses. She received the lenses through an on-line "eye exam" furnished through 1-800 contacts, whereby she was prescribed and sold contacts through this platform. The lenses caused infection, leading to damage to and swelling of her cornea, resulting in significant eye irritation and blurred vision that could prove permanent, even with prompt and appropriate treatment. Contact lenses are controlled medical devices. Improper fit of contacts can lead to infection, irritation, scarring and permanent vision impairment or blindness. During online "exams" patients can have contact lens prescriptions filled even without seeing an actual eye doctor. It is impossible to provide an adequate assessment of fit and function of contact lenses through an on-line exam. Anything short of assessing lenses on the eye of the patient is inadequate to ensure patient safety. This 15 year old patient could lose significant visual function due to these improperly fit contacts that are seemingly safe to use. This type of "exam" and prescription service should not be allowed for contact lenses, as they can have such a devastating effect on vision and quality of life if not fit and prescribed properly.